Manufacturer narrative:
Additional information (20-mar-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed maintenance procedures as part of standard troubleshooting for issues of this nature. No issues were observed with the dimension exl 200 system since service was performed. A potential product issue was not identified. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Sections h3 and h6 have been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00082 was filed on 09-mar-2023.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding three (3) falsely elevated cyclosporine a (csa) patient sample results obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
Three (3) discordant falsely elevated cyclosporine a (csa) patient sample results were obtained on a dimension exl 200 system. The falsely elevated results were not reported to the physician(s). The same samples were reprocessed on the same dimension exl 200 system. Lower results, considered correct, were obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated cyclosporine a (csa) results.